Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure restenosis occurred. An occlusion was identified in the right external iliac artery. The intraluminal diameter was 2.0mm and the lesion length was 25mm. A wallstent rp 8.0mm/38mm was implanted. Clinical and radiological assessment identified the procedure as technically successful. At hospital discharge there was improvement in luminal diameter to less than or equal to 30% residual stenosis. There was hemodynamic and clinical success. The patient had a one-month follow up assessment and there was no evidence of improvement in the luminal diameter. There was clinical success. There was no hemodynamic success.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.